Event description:
It was reported that the vns patient's device revealed high lead impedance when a diagnostic test was performed at a routine follow up office visit. Additionally, the pt reported "not feeling stimulation like before." There was no report of recent trauma, injury, or any other believed cause for the high lead impedance. There was no report of any add'l adverse events. The physician stated that the device was believed to be functioning properly at the last office visit which took place one month prior to this recent visit, although a diagnostic test was not performed to verify proper device function. X-rays were suggested to assess the continuity of the system. The physician turned the output current to 0ma following the high lead impedance test result. The physician plans on referring the pt to a surgeon for a consult. Attempts to obtain the x-rays for review and the plan of care have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.